Event description:
Noise was observed on the rv lead. The device returned to sinus rhythm before any inappropriate shocks were delivered. There were no consequences to the patient. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reason for return was verified. The outer insulation was abraded at 6.5cm from the connector pin and the lead was bent at this area. The damage on the outer insulation was caused by friction to the ICD can. The reported damage may occur when exposed metal of sensing coil comes in contact with the ICD can.